Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. (B)(4).

Event description:
Following a peripheral atherectomy procedure using a csi orbital atherectomy device (oad), a perforation was noted. The target lesion was 90% stenosed and located in the mid anterior tibial (at) artery. During atherectomy, the oad stopped functioning. A balloon was inflated at the site for two minutes and no abnormalities were observed. One day following the procedure, the patient presented with leg pain and a perforation was noted. The perforation was resolved with balloon angioplasty and the patient was discharged in stable condition one day later.